Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.

Event description:
The customer reported to philips that the heartstart xl+ defibrillator test detected a faulty therapy pca. There was no report of pt involvement.